Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had a lens cracked. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d9, h3, h4, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Olympus will continue to monitor the field performance for this device. Based on the investigation results, broken components e.g. The lens is cracked, could not be identified. The reported fault descriptions are most likely due to the effect of a large mechanical force due to a shock, fall or collision with other equipment. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿not applicable¿ olympus will continue to monitor the field performance for this device.